Event description:
The patient's generator was explanted and returned due to prophylactic generator replacement. During product analysis, contaminates on the trimmed edge of the printed circuit board assembly (pcba) were identified. Electrical testing identified a supply current condition that was indicative of current leakage through the contaminates on the pcba, contributing to premature battery depletion and high current draw. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No further relevant information has been received to date.